Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported medical event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional (hcp) that a patient who experienced a ketoacidotic event while using a freestyle libre sensor and an omnipod 5 pod. According to the hcp, the sensor displayed glucose values within the normal range, whereas simultaneous capillary blood glucose measurements indicated significantly elevated (hyperglycemic) levels. The hcp reported that this discrepancy contributed to the patient¿s loss of trust in the sensor system. As a result, the patient elected to discontinue use of the sensor and transition to an alternative sensor in order to continue pod therapy. No additional clinical information regarding the ketoacidosis was provided. Abbott were informed of the event on 5-mar-2026.